Manufacturer narrative:
The investigation determined that lower than expected vitros na+ results were obtained from a non-vitros quality control fluid when processed on a vitros 350 chemistry system. The assignable cause was determined to be user error. The vitros na+ slides instructions for use (IFU) instructs the user to calibrate the na+ slides when the vitros reference fluid lot number changes. The customer did not follow proper protocol when the lot of electrolyte reference fluid was changed. The investigation did not identify a reagent or vitros 350 chemistry system malfunction.

Event description:
A customer obtained lower than expected vitros na+ results from a non-vitros quality control fluid, using vitros na+ slide lot 4207-0966-9520 on a vitros 350 chemistry system. Biorad quality control fluid, lot 45753, level 3, results of 132.1 and 133.4.4 mmol/l versus expected na+ result of 171.4 mmol/l when compared to the customer baseline mean. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. However, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).